Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04h0z, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient needed to get an MRI for a tumor. The patient and doctor were unsure if the MRI was related to the patient¿s implant. The patient did not think that their stimulator was related to the tumor and their doctor did not know. The patient noted that they had been having several bladder infections for about a year prior to the report and the stimulation therapy was not helping them. The therapy was providing about 30% relief for the patient. The patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) 2014 was noted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.